Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 and (B)(6) 2018 (processed together with clock start date (B)(6) 2018) from the patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after 1 day the patient experienced allergic reaction, feet, legs up to his thighs/ right limb is worse than his left limb/related swelling/leg swelling, feet, legs up to his thighs, both knees were in pain/pain in both knees/knee pain and both knees were swollen. Medical history included pain in knees. Patient had used synvisc one in the past (for 4 or 5 years). Concomitant medications included benicar and norvasc for blood pressure and levothyroxine sodium (levothyroxine) for thyroid. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency, lot number and expiration date: not reported) for arthritis in both the knees. On (B)(6) 2017, after 1 day, the patient experienced knee pain, knee swelling (both knees) and leg swelling. Patient received cortisone shot and iced the knee but did not felt the same as in past. Patient took unspecified pills and applied a topical and the pain got better. It was reported that the events were not just located in the knees as the "feet, legs up to his thighs" were affected. The right limb was worse than his left limb. Patient thought it was an allergic reaction due to the related swelling of the affected areas (onset date: (B)(6) 2017, latency 1 day). When reviewing the side effects, patient noted that the events were "moderate" for the first few days and then the events worsened especially in the right limb. On (B)(6) 2017, the patient underwent knee x-ray and had fluid drawn out of knee for which no results had been received yet. Action taken: unknown corrective treatment: unspecified pills, topical treatment, cortisone and ice for all events outcome: unknown for feet, legs up to his thighs, allergic reaction and both knees were swollen; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all events pharmacovigilance comment: sanofi company comment dated 30-jan-2018: this case concerns a patient who received treatment with synvisc one and later experienced perpheral swelling and pain in extremity. Since a significant temporal relationship can be established causal role of suspect product cannot be excluded in occurrence of the events. However, due to lack of information regarding medical history, concomitant medications and past drugs precludes complete medical assessment of the case.

Event description:
Feet, legs up to his thighs/ right limb is worse than his left limb/related swelling/leg swelling [peripheral swelling] discomfort in both kness [discomfort in joints] feet, legs up to his thighs [pain in extremity] allergic reaction [allergic reaction] both knees were in pain/pain in both knees/knee pain [knee pain] both knees were swollen [swelling of knees] pain comes up into his right quad [radiating pain] case narrative: this case was cross referenced with (B)(4). This unsolicited legal case from united states was received on 19-dec-2017 and 30-jan-2018 (processed together with clock start date 30-jan-2018) from the patient. This case concerns a 80 year old male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) injection and after 1 day the patient experienced allergic reaction, feet, legs up to his thighs/ right limb is worse than his left limb/related swelling/leg swelling, feet, legs up to his thighs, both knees were in pain/pain in both knees/knee pain and both knees were swollen, discomfort in both knees (latency: 4 months 15 days). Medical history included pain in knees, blood pressure, thyroid, impotence of organic origin, pure hypercholesterolemia, rosacea, impaired fasting glucose, allergic rhinitis, malignant neoplasm of prostate, fever unspecified, hypothyroidism, erectile dysfunction due to arterial insufficiency, malignant neoplasm of skin of ear and external auditory canal. Concurrent condition of essential hypertension added. Patient had used synvisc one in the past (for 4 or 5 years), pain comes up into his right quad (latency: 1 year 13 days). Concomitant medications included benicar and norvasc for blood pressure and levothyroxine sodium (levothyroxine) for thyroid, sildenafil citrate (viagra); fluticasone propionate (flonase [fluticasone propionate]); oxybutynin hydrochloride (ditropan); hydrocodone bitartrate, paracetamol (norco) for knee pain; aspirin (acetylsalicylic acid); ascorbic acid (vitamin c asc acid); ascorbic acid, chondroitin sulfate, glucosamine sulfate potassium chloride (glucosamine chondroitin complex [ascorbic acid;chondroitin sulfate; glucosamine sulfate potassium chloride]); linum usitatissimum seed (flaxseed); fish oil (fish oil) and losartan. On (B)(6) 2017, the patient received treatment with intra-articular hylan g-f 20, sodium hyaluronate injection (dose, frequency, lot number and expiration date: not reported) for arthritis in both the knees. The patients knees were prepped in sterile manner and draped and patient was injected the hylan g-f 20, sodium hyaluronate without any complication and tolerated the procedure well. On (B)(6) 2017, after 1 day, the patient experienced knee pain, knee swelling (both knees) and leg swelling. Patient received cortisone shot and iced the knee but did not felt the same as in past. Patient took unspecified pills and applied a topical and the pain got better. It was reported that the events were not just located in the knees as the "feet, legs up to his thighs" were affected. The right limb was worse than his left limb. Patient thought it was an allergic reaction due to the related swelling of the affected areas (onset date :(B)(6) 2017, latency 1 day). When reviewing the side effects, patient noted that the events were "moderate" for the first few days and then the events worsened especially in the right limb. On (B)(6) 2017, patient reported to the clinic for his follow up and reported that his knees continued to be quite sore, he had more swelling in the right knee than the left. The patient underwent knee x-ray and had fluid drawn out of knee for culture and sensitivity. After sterile prep and drape, the right knee was aspirated of 10ml of fairly clear yellow fluid and was injected with 5ml of marcaine and 1ml of depomedrol. Similarly, his left knee was aspirated of 1-2ml of fairly clear yellow fluid and was injected with 5ml of marcaine and 1ml of depomedrol. The patients radiograph showed sharpening of intercondylar eminence, narrowing of patellofemoral and medial compartment joint space in the right knee and in the left knee showed mild narrowing of medial and patellofemoral compartment of joint space with osteophytic spurring along the posterior patella. On (B)(6) 2018, patient reported for follow up of his knees and still had some pain and discomfort in both knees (latency: 4 months 15 days) and was injected with 1ml of depomedrol as a corrective for it. On (B)(6) 2018, patient reported continued pain and discomfort in both his knees. Upon examination, patient had tenderness in the anterior aspect of both his knees. The patient was injected with monovisc without complication and tolerated the procedure well. On (B)(6) 2018, patient reported for follow up to the clinic and complained of experiencing pain and discomfort in his knees and stated that some pain comes up into his right quad (latency: 1 year 13 days). The same day, patient was injected with hylan g-f 20, sodium hyaluronate injection in both his knees and tolerated the procedure well. Corrective treatment: depomedrol for discomfort in both knees; unspecified pills, topical treatment, cortisone, depomedrol and ice for all other events; not reported for pain comes up into his right quad. Outcome: unknown for feet, legs up to his thighs and discomfort in both kness and pain comes up into his right quad; not recovered for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for allergic reaction, feet, legs up to his thighs/ right limb is worse than his left limb/related swelling/leg swelling, feet, legs up to his thighs, both knees were in pain/pain in both knees/knee pain and both knees were swollen. Additional information was received on 28-feb-2018. Global ptc number and results were added. Text was amended accordingly. Additional information received on 21-may-2019 from lawyer. Medical history of essential hypertension, impotence of organic origin, pure hypercholesterolemia, rosacea, impaired fasting glucose, allergic rhinitis, malignant neoplasm of prostate, fever unspecified, hypothyroidism, erectile dysfunction due to arterial insufficiency, malignant neoplasm of skin of ear and external auditory canal. Concomitant medication of viagra, flonase, ditropan, norco, aspirin, vitamin c, glucosamine chondroitin complex, flaxseed, fish oil, losartan and prostate therapy complex. Event of discomfort in both knees and pain comes up into his right quad. Clinical course updated. Text amended accordingly.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 19-dec-2017 and 30-jan-2018 (processed together with clock start date 30-jan-2018) from the patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after 1 day the patient experienced allergic reaction, feet, legs up to his thighs/ right limb is worse than his left limb/related swelling/leg swelling, feet, legs up to his thighs, both knees were in pain/pain in both knees/knee pain and both knees were swollen. Medical history included pain in knees. Patient had used synvisc one in the past (for 4 or 5 years). Concomitant medications included benicar and norvasc for blood pressure and levothyroxine sodium (levothyroxine) for thyroid. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency, lot number and expiration date: not reported) for arthritis in both the knees. On (B)(6) 2017, after 1 day, the patient experienced knee pain, knee swelling (both knees) and leg swelling. Patient received cortisone shot and iced the knee but did not felt the same as in past. Patient took unspecified pills and applied a topical and the pain got better. It was reported that the events were not just located in the knees as the "feet, legs up to his thighs" were affected. The right limb was worse than his left limb. Patient thought it was an allergic reaction due to the related swelling of the affected areas (onset date:(B)(6) 2017, latency 1 day). When reviewing the side effects, patient noted that the events were "moderate" for the first few days and then the events worsened especially in the right limb. On (B)(6) 2017, the patient underwent knee x-ray and had fluid drawn out of knee for which no results had been received yet. Action taken: unknown corrective treatment: unspecified pills, topical treatment, cortisone and ice for all events outcome: unknown for feet, legs up to his thighs, allergic reaction and both knees were swollen; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 52715. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required seriousness criterion: required intervention for all events additional information was received on 28-feb-2018. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up comment dated 28-feb-2018 : the follow up information received does not change the prior case assessment. Sanofi company comment follow up dated 30-jan-2018: this case concerns a patient who received treatment with synvisc one and later experienced peripheral swelling and pain in extremity. Since a significant temporal relationship can be established causal role of suspect product cannot be excluded in occurrence of the events. However, due to lack of information regarding medical history, concomitant medications and past drugs precludes complete medical assessment of the case.